Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the d10 section and to update the h3 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 9fr introducer sheath was returned for product evaluation. As part of the manufacturing process, the sheath is subjected to leak testing. Had a valve not been present in the sheath, the sheath would have failed the test and not been released. Dislodging or displacing of the valve in 9fr ik device has been replicated on scrap devices by inserting the dilator into the valve off center and removing the dilator rapidly. The dilator tip was damaged on the returned device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device it is likely that off axis insertion dislodged the valve. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient; see MDR 1118880-2019-00221 is for the first device reported on the same patient.

Event description:
The user facility reported that when the ik device sheath was being assembled outside the body, the dilator was being placed inside the sheath; the valve membranes were torn by the dilator and came off. The patient was in stable condition. The procedure was successful.